Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from grip, scope body (s-body), electrical connector (el-connector), charge-coupled device- (ccd-fpc), and forceps elevator. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that their evis exera ii duodenovideoscope device had a defective/torn forceps elevator. Upon inspection and testing of the returned device on 26aug2023, it was discovered that there was foreign material in the forceps elevator. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device forceps elevator. The customer's originally reported issue regarding the forceps elevator was confirmed; due to deformation the forceps control lever did not move smoothly; additionally, the forceps control knob was broken. The following additional findings were also noted: loss of water tightness due to grip deformation and crack on scope body, assorted scratches, loss of color, cracks, corrosion, blemishes, wear, and buckling of the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.